Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported inconsistent readings between freestyle fsl3+ continuous glucose monitor (cgm) and fingerstick, with fingerstick confirming blood glucose (bg) at 49 mg/dl. The user treated the low bg with fast-acting carbs and requested additional training. Highest blood glucose (bg) recorded was 49 mg/dl. Bg was corrected with fast-acting carbs. Symptoms included feeling ¿drunk,¿ blurry vision, and hunger. Lowest blood glucose (bg) recorded was 49 mg/dl. The user's symptoms reported included feeling ¿drunk,¿ blurry vision, and hunger. No medical intervention required at the time of call.